Event description:
We have experience sporadic problems with these stopcocks. They occasionally leak at the point of the luer-loc. This poses a problem in the neonatal intensive care dbecause our patients are tiny and we do not give IV fluids under any pressure. In this instance, the patient had two or three of these stopcocks in his IV line system. One of the stopcock began leaking, which caused the infant's blood to back up into the IV line. Even a small amount of blood loss depletes a large percent of the blood loss depletes a large percent of the blood volume and can affect the cardiopulmonary sytem. This baby needed a blood transfusion, with its inherent risks, to replace the blood lost in the IV tubingdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, performance tests performed. Results of evaluation: telemetry failure, modification of device, anticipated adverse reaction - short term, stopcock. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device permanently removed from service, use of all similar devices stopped permanently. The device was destroyed/disposed of.